Event description:
On (B)(6) 2011, the lay-user/reporter contacted animas on behalf of her son (the patient) alleging inadvertent insulin delivery with a pump. At 2:00 pm on an unspecified date, the reporter claimed that the patient's blood glucose (bg) level dropped to "64 mg/dl." The patient was reportedly treated by unspecified (B)(6) with juice and yogurt. However, the reporter claimed that the patient's bg continued to drop to "54, 51, and ultimately 49 mg/dl" at 3:30 pm. At that time the patient was reportedly weak and somewhat confused according to the reporter. The reporter took the patient home and continued to treat him with juice and cookies until his bg level reached "106 mg/dl" at an unspecified time. By 7:30 pm, his bg reached "213 mg/dl." Through troubleshooting, the animas representative involved in this contact determined that there was no evidence of a pump malfunction based on the pump history. The tdd, and bolus and prime history were all as expected. This complaint is being reported due to the following conclusion: the reporter claimed that there was an inadvertent delivery of insulin and the patient suffered a hypoglycemic event that required the assistance/treatment from unidentified (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up # 1 date of submission (B)(6) 2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/14/2013 with the following results: complaint was confirmed in history but not reproduced in testing. Black box shows the ¿no cartridge detected¿ warning occurs. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. Before priming the pump displays the appropriate warning: ¿be sure set is disconnected from your body. Then select continue. Sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump passed 29 hour flow accuracy test and found to be delivering within specifications. No prime issues occurred during testing. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, the display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.